Event description:
Event description boston scientific crm received information that this chronic right ventricular lead displayed high threshold measurements and was oversensing noisy signals. The pacemaker patient was reported to be symptomatic and has experienced a fall on one occasion. The lead displayed impedance measurements which were stable and within normal limits. During the revision procedure, the lead was surgically abandoned and a new lead was implanted on the patient's other (right) side.